Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device tip. There was no injury to the surgeon or patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.